Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of grip was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Common causes of the failure mode broken instrument grips -tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical. Inc. Isi followed up with the initial reporter and obtained the following additional information: customer stated, they didn't have any report from the doctor or the hospital that any fragments fall inside to the patient or the patient coming back with post-surgical complications.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.